Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual increase in threshold and an alert was received in latitude showing a complete loss of capture. The lead was checked and an x-ray was performed and confirmed that the lead remained in the same position as when it was implanted. The impedance measurement was below 400 ohms which is lower than the implant measurement of 800 ohms. Additionally, noise was also noted. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test passed without issue, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual increase in threshold and an alert was received in latitude showing a complete loss of capture. The lead was checked and an x-ray was performed and confirmed that the lead remained in the same position as when it was implanted. The impedance measurement was below 400 ohms which is lower than the implant measurement of 800 ohms. Additionally, noise was also noted. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.